Manufacturer narrative:
Conclusions: device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
The rptr indicated that they received a high impedance warning during revision surgery. Troubleshooting steps were performed and it was revealed that the pt's lead was the source of the problem. While explanting the lead, the rptr noted that there was a "crack all the way through the silicone on the negative lead close to the pin." When asked if the crack could have been the result of the revision surgery, the rptr indicated that he did not think he had nicked or cut the lead during the revision process. The product was returned and is currently awaiting analysis.